Event description:
The pt had increased pain since implant and multiple hospitalizations. The spinal segment of the catheter was removed on (B)(6) 2011 to see if her pain changed. There was reported to be no pt injury and the pt recovered without sequela. The pt's pain did not resolve. The device system was used to deliver morphine and bupivacaine.

Manufacturer narrative:
(B)(4). Catheter segment has been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.